Event description:
Upon receipt of the recall packet and follow up to the customer the firm was notified that the customer had a delaminated mattress.

Manufacturer narrative:
Upon review of the pictures sent from the customer the urethane cover bubbled at the head and foot end of the mattress but did not expose the inside of the mattress cover or foam. A new mattress was shipped out to the customer on (B)(4) 2015. This problem has been assigned to CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action.